Manufacturer narrative:
Cause cannot be determined. Revision surgeries have many variables including numerous patient conditions that contribute to the event taking place. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2023. The original surgery date is unknown. The reason for revision is unknown. During the revision the original implants were removed and replaced.